Manufacturer narrative:
Complaint reference:

Event description:
It was reported that revision surgery was performed due to unknown reasons. Bicon-plus pe insert antil 6/32 non-cem, bicon-plus titanium shell 6-59 non-cem and cocr head 32mm 12/14 xlong+8 were explanted.

Manufacturer narrative:
It was reported that a revision surgery was performed. The shell, the liner and a ball head were exchanged. The reason why the revision surgery was performed is unknown. As the revision surgery took place in 2017, the devices are not available for investigation. The batch numbers of the shell and the insert, which intended use is treatment, were communicated. For both batches in scope, no further complaint was reported. The production documentations were reviewed. There are no indications that the devices failed to match specification at the time of manufacturing. The risk of a revision is covered through our risk management files. The IFU, lit no. 12.23, ed. 05/16 lists several risk factors and possible side effects which might lead to a revision surgery. As no medical documentation was provided, an assessment could not be performed. The root cause of the reported revision cannot be determined after investigation. To date, the need for further actions is not indicated. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues. D6a and d6b corrected to unknown.